Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician did a venogram and the vein was occluded. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the physician wanted to replace only the rv lead. The physician did a venogram and the vein was closed which means he couldn't add a new lead on that side of patient. He had to go to the other side of the patient's chest to implant a new pacemaker. No additional adverse patient effects were reported.